Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was above 600 mg/dl at the time of incident and the current blood glucose of the patient is 126mg/dl. Customer reported other blood glucose level was 270 mg/dl. Customer reports drive support cap was normal. Customer treated with insulin pump, insulin drip and manual injection. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current, rewind, basic occlusion test, occlusion test, prime , excessive no delivery test and passed the delivery accuracy test at 0.08730 inches noted. No device deficiency anomaly noted during test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.